Event description:
Customer alleged back-to-back blood glucose values of hi (greater than 600 mg/dl) and 93 mg/dl on the advantage sys. Customer reported having no symptoms and was not treated based on value. No serious adverse event was reported. Product return was requested; replacement product was sent.